Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was a mechanical failure on the door latch, as it did not move when the door was closed. It was also found that the latch was not disengaging when the door is closed. The latch was adjusted and the system functions as intended. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure, with no patient present. It was reported that upon system delivery, the gantry door is not functional (not closing or opening), docking pins broken, and docking plate looks dented.